Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-07813. Related manufacturer reference number: 1627487-2023-05708. It was reported the patient's one lead had migrated and the other lead was pulled out had a broken anchor as well. The issue was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2023 during which the existing leads and anchor were explanted and replaced with a single lead. Therapy was successfully restored.

Manufacturer narrative:
Date of event is estimated.